Event description:
The device was returned to the manufacturer for analysis after an unknown implant duration. No reason for explant was provided. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.